Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump felt hot after wearing it against the skin or in a pocket. Blood glucose (bg) was 565 mg/dl and customer alleged insulin had degraded. Insulin injections were administered to address bg. Infusion set tubing and site changed. Tandem technical support (cts) reviewed pump history; no alerts or alarms associated with the hot pump were found. Customer reverted to using insulin injections. Reportedly, new insulin was obtained and pump therapy was resumed.